Manufacturer narrative:
Concomitant products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they're having a hard time getting the controller to recharge the ins as the controller would say recharging, however the charging quality will not be indicated. Caller stated that if the patient (pt) moves "one micron", then "it goes off and says bad charging". Caller stated that the ins battery is down in the red zone and they can't get the ins to charge or do anything. Caller confirmed no apparent damage to the equipment and that there's no excessive heating from the recharger telemetry module (rtm) while trying to recharge the ins. Caller stated that they even held the rtm paddle right over the ins as they could feel where it's at and they still couldn't get the ins to recharge. When asked the caller for the event date of when the issue recharging the ins began, caller stated that they just got the new controller and so it would've been about march 3rd or 4th but they don't know when it was and that whenever the controller was sent, it arrived the next day; it was attempted to clarify the event date further with the caller and caller confirmed that it was sometime in march and then stated that they would say it was somewhere between march 3rd and now. They then inquired about how to get the battery pack out of the controller since it's so tight. Caller then stated that they were talking to a manufacturer representative (rep) and that the rep said that somebody who had a stimulator used a spoon to remove the battery pack from the controller and broke off the little lip that you're supposed to get your thumb under; pss was understanding that the caller had no additional information regarding the event. Caller did not allege that a mdt rep was made aware of the ins recharging issue that the caller reported today. They then stated that they tried taking the battery pack out of the controller to reset the controller, however they couldn't get the battery pack out. Caller stated that they tore their fingernail off trying to remove the battery pack; clarified further with the caller and asked if the caller actually tore their fingernail trying to remove the battery pack from the controller and caller stated that they did not and that they gave up long before that.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a letter from the patient. The circumstances that led to the ins not charging and the battery being red was that the paddle was over the ins battery, the controller showed charging but the ins battery did not charge. The recharger was replaced and the problem was resolved.